Event description:
Patient reported the aligners treatment caused their bite alignment to be off. Their dentist recommended they do an immediate consult with orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.